Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va1fuq8, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Information was received from a consumer who reported the ¿probe¿ was installed in the wrong location and an infection occurred; but it wasn't diagnosed, and the ¿probe¿ had to be removed. The patient had a seizure afterwards and didn't recover. The patient died after five months of treatment, nursing home care, and home hospice care. Relevant medical history includes parkinson¿s disease.